Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Adverse event problem device code 1494 - indication for use (use in tricuspid valve). The additional mitraclip device referenced herein is being filed under a separate medwatch report number.

Event description:
This is filed to report clip caught on chordae, single leaflet device attachment, and arrhythmia. It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with grade 4 and thin leaflets with a wide gap. It was noted imaging was difficult throughout the procedure. An xtw (21118r1086) was deployed on the tricuspid valve without issues. To further reduce tr, an additional xtw (21209a1054) was inserted and placed on the tricuspid valve. However, the clip became caught on chordae and was unable to be freed. It was then observed the patient heart rhythm went to a complete heart block. CPR was administered and a temporary pacemaker was placed. The physician then stated the first clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was still unable to be removed from the chordae but was able to grasp both leaflets. Therefore, the clip was deployed. Shortly after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet. Tr remained at a grade of 4 and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was due to challenging anatomy. The reported entrapment of device associated with the clip getting caught on chordae was due to procedural circumstances during positioning in the anatomy. The reported incomplete coaptation (slda) was also due to challenging anatomical condition. The reported off-label use (indication for use) was associated with the use of the mitraclip device on the tricuspid valve. The reported arrhythmia (complete heart block) appears to be related to procedural circumstances (the clip possibly interacted with the av node). The reported unchanged tricuspid regurgitation (tr) was related to the slda. The reported patient effect of cardiac arrhythmia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention (CPR, pti) was a result of case-specific circumstances. The unexpected medical intervention (n/a) was associated with the decision to deploy the entrapped clip to prevent chordal injury. There is no indication of a product quality issue with respect to manufacture, design or labeling.